Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 538 mg/dl. The customer was explained the pump experience an unexpected restart. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 538 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer disconnected the call. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 538 mg/dl. The customer stated the drive cap protruding from case and call got disconnected. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 538 mg/dl. The customer was treated for high blood glucose with manual injection of 10 unit of insulin.